Manufacturer narrative:
Philips has investigated this complaint according to the additional information collected, the issue occurred during diagnosis of vascular procedure. The procedure was completed as planned and restarting the system. It was reported to philips that the system was unable to perform geometry movements. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that geometry movement issues- reduce image size line the detector massage, customer have tried to rotate the detector back, but issue remains, customer also tried rebooting, but the issue persists. The philips field service engineer (fse) examined the system onsite and found that system detected a collision that activated the bodyguard sensor causing the system to have movement issues, also found that the collimator is not fully following the detector. To resolve the issue, fse re-calibrated the detector and collimator positions, ran the detector-collimator current calibrations. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If geometry movement issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An unable to perform geometry movement which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform geometry movements. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.